Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display cable was replaced to resolve the issue. Block a: no patient information available after calls to customer 10/05/23 and 10/06/23. Block h4: date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was replaced and case completed. There was no patient injury.